Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Patient had hip revision. Patient had heterotrophic bone formation around hip joint. Surgeon dislocated the hip intraop to remove the excess bone formation. Surgeon removed mako ceramic head for better exposure and once complete surgeon put new ceramic head in.

Manufacturer narrative:
An event regarding revision involving an unknown ceramic head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause of the reported revision surgery determined due to the minimal information received. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
Patient had hip revision. Patient had heterotrophic bone formation around hip joint. Surgeon dislocated the hip intraop to remove the excess bone formation. Surgeon removed mako ceramic head for better exposure and once complete surgeon put new ceramic head in. Update: patient may have had a nerve damaged, possibly by surgeon, during one of the procedures. Patient reported pain after revision.